Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with pacemaker was slowing down and battery was getting low. Boston scientific technical services (ts) explained the sequence when battery reached elective replacement time (ert). It was unknown as to whether the patient had an adequate underlying to support life after the battery completely depleted. Attempts to obtain additional information from the field were unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.